Event description:
A customer site reported, waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and pt care was not affected. The field service engineer upgraded the waste sensor and sent the old sensor back for investigation. The returned waste sensor was installed in a test instrument and functioned properly. The root cause was, the bottle was not up against the waste sensor as reported by the field service engineer. Our testing revealed the waste sensor did not malfunction, the leak was due to customer negligence. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
Our testing revealed the waste sensor did not malfunction, the leak was due to customer negligence. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design in 2006. Complete field implementation of the new sensor design is expected to be completed by 2007. The new waste sensor design was introduced to the manufacturing floor on august 3rd, 2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.